Event description:
The customer contact reported no flow. The bifurcated tubing set was to be used to deliver an unspecified volume of blood via a plum pump. It was reported that one side of the bifurcated tubing set was primed with normal saline, male adapter was connected to the pt¿s IV site and the delivery was started. It was reported that the blood container was connected to the other side of the bifurcated tubing set. The customer contact reported that clamp on the tubing with the normal saline was closed and the clamp on the tubing with the blood was opened. It was reported that the blood initially flowed, but stopped above the cassette and would not flow into the cassette. The tubing set was replaced and therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B)(4).